Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. The contact declined to provide information regarding the amount of insulin used to fill the cartridge. Although requested by tandem technical support, the contact declined to provide the blood glucose value or any other information regarding the reported event, and ended the call.